Manufacturer narrative:
Tracking #.56970/c. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that a ez45b was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device would not open. At both sides resected, piece of gall bladder in instrument. Converted to open.